Manufacturer narrative:
O parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used post op in a sacroiliac and thoracolumbar procedure. It was reported that the site failed to acquire 2d images post-operative. There was less than an hour delay in the procedure. No impact on patient outcome. Additional information was received stating that the system was power cycled and all external cables reconnected, system would not function as expected. The procedure was able to finish since navigation was already finalized. The procedure was completed with 2d c-arm.